Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and a cartridge alarm 1 occurred. Customer's blood glucose ranged from 170-177 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.